Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. This rv lead was surgically abandoned due to the lead broke off during the extraction. A small portion of the lead was left in the body as the physician was unable to snare the lead. No additional adverse patient effects were reported.